Event description:
It was reported that during a laparoscopic hernia repair procedure, the blade separated from the shaft of the instrument. The blade was retrieved from the patient. There were no patient consequences. Case completed with another like instrument.